Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all devices were in a disconnected mode. A technical support specialist found that the virtual machine for the server crashed unexpectedly. The customer brought the server back up, and the tss confirmed all services started normally. The tss restarted the database synchronization service on stations that did not reconnect automatically. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the stations were on a disconnected mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.